Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - drill the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, a drill fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction.